Event description:
Complainant alleged that the catheter kinked during use and was difficult to remove. Upon inspection, complainant observed that the shaft outer jacket poriton had separated from the braid, and indicated that the brain appeared "stretched". The complainant further indicated that the vessel tortuosity was excessive, and that the device broke outside the anatomy during removal.